Event description:
The customer reported that they observed air in the siphon valve during the unloading of the disposables set. The leur connections were tight and there was no clotting in the channel or return chamber. Patient ID is unknown at this time. Per customer " the donor left on own accord" and no medical intervention was required. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the device detected air briefly during the second draw cycle, but did not meet the threshold for the device to alarm. There is no potential for air to return to the donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that they observed air in the siphon valve during the unloading of the disposables set. The leur connections were tight and there was no clotting in the channel or return chamber. Patient ID is unknown at this time. Per customer " the donor left on own accord" and no medical intervention was required. Terumo bct is awaiting return of the collection set for evaluation.